Event description:
Patient came for a follow-up and implant failed. The following conditions were involved in the event: infection. At the time of the event or implant failure/removal, there was pain and abscess. Back office activity ID# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).